Manufacturer narrative:
Allergan has initiated an investigation into this late report in CAPA # (B)(4). The mcghan180cc device related to the reported event of rupture was received on 04/jul/2017. Visual analysis of the returned device identified: weight to the spec and deformation. Bubbles were observed after autoclave disinfection process. The device did not have an opening. Based on the device analysis the final assessment was: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: undergoing any type of surgery involves risks. There are a number of local complications (problems at or near the breast/surgical incision site) that may occur after your breast implant surgery. The following sections present results from allergan¿s core clinical study conducted on natrelle ® silicone-filled breast implants. Glossary: rupture - a hole or tear in the shell of the implant that allows silicone gel filler material to leak from the shell. Ruptures can be intracapsular (inside the scar tissue capsule surrounding the implant) or extracapsular (outside the scar tissue surrounding the implant). Warnings: rupture of a silicone-filled breast implant is most often silent. This means that neither you nor your surgeon will know that your implants have a rupture. Therefore you will need regular MRI screenings over your lifetime in order to determine if rupture is present. You should have an MRI 3 years after your breast implant surgery and then every 2 years after that for as long as you have your breast implants. If implant rupture is noted on an MRI, you should have the implant removed, with or without replacement.

Event description:
The physician reported right side device removal and replacement due to loss of consistency of the implant (rupture). The device has been explanted. This medwatch is for the right side. See MFR # 9617229-2017-00354 for the left side.